Event description:
Tube was being tracted removed from pt with neck cancer & dome separated from g-tube & remained in the stomach. Tube was in place 6 months. Co presently has no ability to remove internal dome since there is no adequate access. Indicated to physician that surgical removal of dome is recommended in IFU.